Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown) the device displayed a "defib fault 80" message and made a loud pop sound. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.